Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd related complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Investigation conclusion: lot#0217115 DHR was reviewed and no qn found; manufacture records were reviewed, no abnormality was found. Pen needle product has 100% clog test in flowguru station, and defect part will be rejected by flowguru station automatically. Clog test was conducted on 7pcs retention samples and all no needle clog fail found. No samples were returned for further investigation. Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure mode. Base on investigation above, the certain cause cannot be concluded at the moment.

Event description:
It was reported that the bd relion pen needle was unable to prime. The following information was provided by the initial reporter: consumer stated that there is no insulin flow during priming. Consumer does not re-use.